Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air/bubbles were observed in the sheath. During a cryoablation procedure to treat atrial fibrillation (af), a polarsheath was selected for use. Approximately five (5) minutes into the procedure, air bubbles were observed inside the sheath. No air was observed inside the patient. The sheath was aspirated, but the issue persisted. The sheath was replaced, and the procedure was completed successfully without patient complications. The device has been disposed of and is therefore unavailable for return analysis.